Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6, -3.0/3.0/101 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was explanted due to angle closure with elevated iop(30mmhg)(assesed on (B)(6) 2023), and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as user error, narrow angel in myopic patient. Episodes of high preesure when dilated pupil.

Manufacturer narrative:
H6 - health effect clinical code 4581: angle closure h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- "-3.0/3.0/101" should be corrected to "+3.0/3.0/101". H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claims# (B)(4).